Manufacturer narrative:
The short clamp was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The retainer ring has been pulled from the adjustment screw and was missing. As is, the screw will tighten the clamp but not release it. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacturer date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the spinous process clamp shot was defective. No patient was present at the time of the event.